Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The product was not returned to the manufacturer. Concomitant device: product ID 4076, implanted: unk; product ID 6949, implanted: unk; product ID 4194, implanted: unk. (B)(4).

Event description:
It was reported the patient in the (B)(4) study developed an infection. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.